Event description:
It was reported that low level, high frequency myopotential oversensing due to noise which was inhibiting the pacing was observed on the device. Programming changes were made. It was recommended to perform an induction testing to evaluate the new settings. Patient was stable and will continue to be followed up routinely.